Event description:
The explanted product had underwent product analysis with no suspected malfunctions occurring. Product analysis was completed for the lead. Abrasions were observed on the connector boot and outer tubing in various areas, which are attributed to wear. Both outer and inner tubing was torn, and there were exposed coils protruding out of the tubing. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.